Event description:
It was reported that the implantable pacemaker after interrogation was found to be in safety mode during a routine follow up. Device replacement was recommended. The patient is not pacemaker dependent. At this time, the pacemaker remains in-service. No adverse patient effects were reported. Additional information provided advised the device was explanted and replaced. This right ventricular (rv) lead was capped and remains in-situ due to high pacing impedance greater than 2500 ohms and unable to sense r waves. A new rv lead was difficult to implant due to the number of leads already implanted but was successfully implanted and the lead test results were all within range. There were no issues with the right atrial (ra) lead and remains implanted. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.